Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with stimulation at the site of implantable pulse generator (ipg) implant, palpitations and chest pain. Polarity switch, oversensing and intermittent far field r-wave (ffrw) oversensing and high thresholds were noted on the right atrial (ra) lead on electrograms (egm). A lead warning was alerted for low and high impedance. It was noted the ipg appears to be migrating. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was admitted. It was further reported that the lead was reprogrammed and remains in use.